Event description:
It was reported that an asymptomatic patient was seen in clinic because a remote transmission showed an alert for low impedance on the atrial lead. Upon interrogation, the lead also exhibited noise. The noise was reproducible through isometrics. It was noted that the patient was wearing a magnetic tag. Upon removal of the tag, normal device function resumed. No programming changes were made and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.